Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer was not sure of date of hospitalization. Customer's blood glucose was over 500 mg/dl. Customer reported that high blood glucose was constant. The customer experienced symptoms such as excessive thirst and not feeling well. Customer was new to insulin pump therapy and settings were being adjusted. Customer also reported that cannula did not look straight when removed. The customer was treated and released from the hospital. The customer was wearing the insulin pump during the hospitalization. During troubleshooting, it was found that customer was not completing the bolus delivery. Customer was advised to allow the bolus to complete. Customer would follow up with healthcare professional regarding settings. The insulin pump will not be returned for analysis.